Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor would not flow. During infusion, the device ¿did not fully infuse¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
This lot was manufactured september 12, 2017 ¿ september 15, 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.